Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood (bg) glucose reaching 43 mg/dl. Reportedly, the customer alleged that the pump software did not suspend insulin delivery. The customer declined further assistance from tandem technical support regarding the low bg and control iq issue. No additional patient or event information was available.